Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm due to errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s).

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, before docking the patient cart, the nurse contacted technical support regarding an issue with universal surgical manipulator 4 (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and noticed an error 23076 indicating an issue with a sensor on axis 3. The tse asked her to perform a hard power cycle with emergency power off (epo), and the system restarted with error 1162 pointing to the cannula sensor on usm4. The tse guided her to disable usm 4 and explained that they could use the robot with 3-arms. The customer decided to proceed with 3-arms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to errors 23087 and 23076 pointing to degree of freedom (dof)4. The unit was tested on an in-house system where it failed normal mode due to error 23210. The unit was also tested on an in-house pftp where it failed direction tests. Upon inspection, fluid intrusion was found on the axes controller spar (acs), cannula fflat flex cable (ffc), insertion chipencoder virtual absolute (cva) ffc and the axes controller spar hall (acsh). Gold parts were installed, and the unit passed direction tests. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.